Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing due to post-paced t-wave oversensing were observed. Programming changes were recommended. The patient was stable.

Event description:
New information received indicates that programming changes were made. The patient was in not pacemaker dependent and was in good condition before, during, and after the event.